Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-04592. Follow-up identified the MRI indicated no evidence of infection around the implant site. The patient's entire system was thereafter explanted due to (B)(6).

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2017-04592. It was reported the patient developed a low-grade fever and noticed pus surfacing from both the ipg and lead sites. As such, oral antibiotics were prescribed for the patient. Cultures confirmed the presence of (B)(6). An MRI is planned to investigate the diagnosis and surgical intervention may be undertaken pending results of the MRI.